Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they removed fetal spiral electrode from baby prior to a vaginal birth and the electrode got caught in the patients' vagina as they attempted to remove it. Emergent care was not needed there was no serious injury.